Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, the customer informed the technical support engineer (tse) that error 86 occurred twice on the system, approximately 20 minutes apart. The tse instructed to power off and cycle the vision side cart (vsc) breaker, then power it back on. The system did not fault at startup after this action. The customer aborted to another dv system to continue with the procedure. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced redundant power tray assembly to resolve the issue. The system was verified and ready to use. The power tray assembly unit has been returned and evaluated by the failure analysis team, and the reported issue was confirmed and replicated. The error was also found in the field engineer report, confirming that the fault occurred in the field. A visual inspection revealed no issues related to the reported problem. The unit was installed on a golden system for additional testing, where it initially showed no problems. However, after performing multiple power cycles, error 86 was successfully replicated. Further bench testing of power supply a confirmed no voltage output.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to an electronic defect of a component or module of the power tray within the affected core.

Event description:
Refer to h11 for follow-up information.